Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six images screen. The issue was caused by the single board computer (sbc) printed circuit board (pcb). The sbc pcb was replaced and the device passed all testing.

Event description:
It was reported that a ventilator display froze at the six images screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.